Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts using different adapters and cables did not resolve the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, advising the caller to use multiple daily injections as a backup insulin delivery method in the meantime.